Event description:
Additional information received from sale's rep: I had collected the information from the rn that this incident occurred and included as much as I could gather. 1- no sample photo of the incident or the product itself was saved for inspection or to send for review. 2- occurred during patient care. No medical treatment was necessary however, the rn reported that the patient did get fluid on themselves but could not confirm if it was nss or drug. 3- the rn reported the leak occurred when the membrane on the optima connector broke open and the leak occurred and not the luering side to the y-site on the patient line. The clinician stated, ¿the membrane on the optima connector while still attached to the y-site of the alaris primary line appeared to turn sideways somehow which allowed some fluid to leak out¿. This of course was due to her pushing nss via a 10cc saline flush from a y-site higher up on the tubing against resistance which she did not know where the resistance was coming from. From my conversation it sounds like the membrane ¿dislodged¿ in some capacity from the optima connector but did not fully ¿fall off¿. Hopefully, this clarifies.

Manufacturer narrative:
(B)(4)- follow up MDR for additional information. Following submission of the initial MDR, additional information was received from the sale's rep clarifying the event. Annex a code updated to reflect new information.

Event description:
Material#: 515070 lot#: 2307503. It was reported by the customer reported that an rn was using the phaseal optima connector on a patient primary line and when the clinician was attempting to flush the line from a y-site above the port with the connector attached she met resistance and did not receive blood return. The clinician reported that they then tried to forcefully push against resistance causing the optima connector membrane still attached to the line to open and release fluid from the optima connector. Verbatim: this account has recently moved from phaseal to phaseal optima cstd. An rn was using the phaseal optima connector on a patient primary line and when the clinician was attempting to flush the line from a y-site above the port with the connector attached she met resistance and did not receive blood return. The clinician reported that they then tried to forcefully push against resistance causing the optima connector membrane still attached to the line to open and release fluid from the optima connector. The clinician confirmed that potentially a few droplets worth of hd would have escaped otherwise was saline the rn described concern from the patient however, was able to calm and reassure no immediate risk. The rn was gowned and gloved reportedly and utilized their spill policy to clean the area affected. Additional information received from sale's rep: I had collected the information from the rn that this incident occurred and included as much as I could gather. 1- no sample photo of the incident or the product itself was saved for inspection or to send for review. 2- occurred during patient care. No medical treatment was necessary however, the rn reported that the patient did get fluid on themselves but could not confirm if it was nss or drug. 3- the rn reported the leak occurred when the membrane on the optima connector broke open and the leak occurred and not the luering side to the y-site on the patient line. The clinician stated, ¿the membrane on the optima connector while still attached to the y-site of the alaris primary line appeared to turn sideways somehow which allowed some fluid to leak out¿. This of course was due to her pushing nss via a 10cc saline flush from a y-site higher up on the tubing against resistance which she did not know where the resistance was coming from. From my conversation it sounds like the membrane ¿dislodged¿ in some capacity from the optima connector but did not fully ¿fall off¿. Hopefully, this clarifies.es.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for lot 2307503, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified, all product was properly assembled and no membranes were observed to be missing or disassembled. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including proper welding of the membrane. No issues related to this issue were identified during the inspection process. Based on the available information, a root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Pr 9336825: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515070. Lot#: 2307503. It was reported by the customer reported that an rn was using the phaseal optima connector on a patient primary line and when the clinician was attempting to flush the line from a y-site above the port with the connector attached she met resistance and did not receive blood return. The clinician reported that they then tried to forcefully push against resistance causing the optima connector membrane still attached to the line to open and release fluid from the optima connector. Verbatim: this account has recently moved from phaseal to phaseal optima cstd. An rn was using the phaseal optima connector on a patient primary line and when the clinician was attempting to flush the line from a y-site above the port with the connector attached she met resistance and did not receive blood return. The clinician reported that they then tried to forcefully push against resistance causing the optima connector membrane still attached to the line to open and release fluid from the optima connector. The clinician confirmed that potentially a few droplets worth of hd would have escaped otherwise was saline the rn described concern from the patient however, was able to calm and reassure no immediate risk. The rn was gowned and gloved reportedly and utilized their spill policy to clean the area affected.